Event description:
It was reported to gore by the physician the pt, who rec'd the gore seamguard bioabsorbable staple line reinforcement material, was symptomatic with stenosis causing constipation. The physician dilated the orifice solving the problem .

Manufacturer narrative:
No device lot number was provided. Device history record review could not be performed as no lot number info was provided. Note: without additional info, a meaningful investigation can not be performed. No additional info has been rec'd to date. We have no reason to believe that the device performed other than expected.